Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations had delay when the users tried to login using the biometric identifier (bio ID) and remained stuck for over 10 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the authentication logs and found no issues for the majority of users. The tss confirmed that there were no issues on the bd side. The system functioned as intended when the technical support specialist assessed the device.